Event description:
Dealer reported a chair fire that was reported to him. Teftec called the client. The client was operating his chair when the chair stopped. The powered recline began to run while he was trying to make the chair move. He returned the seat to the upright position when it started reclining again. He then tried to move the chair when he noticed smoke coming from below the seat on the right side around the battery area. He exited the chair by rolling away from it. He was about 15 feet away when he heard a loud bang. The chair then allegedly burst into flames. A neighbor tried to put out the fire with a hose, but could not. The fire dept responded and extinguished the flames. The fire dept then cut the battery leads. Client stated that he had a cable replaced recently. Client stated he was unhurt other than a few mild abrasions.